Event description:
Electrician told rptr that the wiring schematics do not match the wiring of the tanning beds and as a result he was unable to properly install them. The MFR has sent 3 techs to work on the beds 3 different times. However, rptr states that the beds still fail to work properly as the timers and capacitors keep exploding. Store dir of operations stated that they and 2 other techs had worked on the beds in question and had found some problems associated with the assembly of the units. Director stated that the assembly was done by the purchaser of the units. Also stated that they believed that all of the problems had been corrected.